Event description:
Customer's mother called to report sensor issues on the insulin pump. Customer's mother stated that the customer experienced extreme high blood glucose levels and went into diabetic ketoacidosis (dka). It was not determined if the high blood glucose levels caused the memory loss or if he suffered a mini stroke. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.